Event description:
It was reported the light source could not accept any scopes and front lights were blinking during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to 3002808148-2025-22659.

Event description:
No additional information received from customer.